Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient was presented in the clinic for the routine follow-up, the lead noise with noise reversion episodes were observed on right ventricular lead. The lead noise was not reproducible. The recommended programming changes were made. The lead measurements were stable. The patient is not dependent and was stable.